Event description:
Caller reported a malfunction of the pump during an update, identified as malfunction 199 in tandem source, which indicates a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller with resetting the pump and troubleshooting button issues, but the caller was unable to put the pump into storage mode after multiple attempts. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.